Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapeutic effect and intermittent stimulation. Additional information has been requested. A follow-up report will be sent if additional information becomes available.